Event description:
First responders and ems dispatched to unconscious person. First in, found pt pulseless/apnic. CPR initiated - AED applied. Review of tape fails to show delivery of shock and in fact continues to indicate "reassess". Tape shows victim in apparent v-fib. Crews stated pt did "jump" with delivery of shock.